Event description:
The customer reported that the insulin pump was not functioning. The customer stated that the day before she had a low blood glucose of 63mg/dl. The customer stated that she suspended the device and in less than one hour, she had to call the paramedics. The customer stated that the device did not stop and it continued giving her insulin. Troubleshooting was performed. Checked the alarm history and it revealed a no delivery alarm. Time and date were correct. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was programmed with multiple basals and boluses and monitored. All basals and boluses were delivered completely their indicated amounts and were properly recorded in the basal and bolus history respectively. After testing, it was concluded that the device operated within specifications.